Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cough. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The manufacturer received information alleging cough. There were no reports of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. No other peripherals or accessories were returned with the device. Pil initiated therapy with the device and verified airflow, using a pil supplied power supply and ac power cord. Pil (product investigation laboratory) observed the following: dust-like contamination inconsistent with degraded sound abatement foam, at the air input of the blower box, on top of the blower motor, black contamination, consistent with keratin, at the air outlet of the blower box, top enclosure, ui panel. Product investigation laboratory used a fitt (foam integrity test tool) and the associated procedure was not able confirm the presence of degraded sound abatement foam. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. Product investigation laboratory was not able to confirm the complaint or address the symptoms specified. Review of the device log showed: errors logged: 0 errors were logged. Blower hours: 0 were logged. Therapy hours: 0 were logged. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.